Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic uterine myomectomy procedure, the balloon burst. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information:did the issue occur pre-operative or intra-operative?---no information. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information.was the sales rep present during the event? ---no based upon the visual and functional examination, it was concluded that the ballon on the device has been punctured by a sharp instrument or packaging material. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4)